Event description:
Statement of the reported problem: this report is based on information provided by the local philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips dfm100 defibrillator indicating that the device would not turn on. There was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).